Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was not happy with the trial, which began (B)(6) 2013. The battery for the screener box reportedly went dead the very first day and the patient ¿suffered through it¿ until a new box arrived. It was stated that the box would turn on and off by itself and the patient got shocked. It was stated that the patient was dissatisfied with the age of the screener box. Additional information received reported that the manufacturer representative gave the patient an external neurostimulator (ens) that was taped and ¿looked very old¿ (the reason for the tape was so the patient could not accidently change certain settings that were to remain unchanged). It was stated that the trial controlled the patient¿s symptoms.